Manufacturer narrative:
(B)(4). Additional narrative: per the customer, the device is not available for evaluation. Therefore, the reported condition of "ruptured reservoir" could not be confirmed. Should the sample and or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, idc-CAPA-(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce intermate sv200 device had ruptured during filling. The device was being filled with an antibiotherapy. There is no report of patient injury or medical intervention. No additional information is available. This is report 9 of 9 received with the same reported problem from this facility.